Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral rupture, bilateral breast pain, and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with two unspecified mentor gel breast prostheses and suffered bilateral rupture postoperatively. Additionally, the patient suffered numerous systemic symptoms, including chronic illness, brain fog, anxiety, rashes, breast pain, memory issues, dull skin, vision problems, hair loss, heart palpitations and fatigue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 6/20/2019, mentor became aware that reason for explant was inadvertently reported in the previous submission. However, mentor can¿t provide a reason for device explant/reoperation because with the information available, there is no knowledge of any pending explant or reoperation. Hence, method code was also updated to "device not accessible for testing". Manufacturer¿s reference number: (B)(4).